Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; and further testing be could not be performed. The reported condition was not verified by sample evaluation. However, the cause of the condition was determined to be a use error on behalf of the end user as it was reported they were not inverting and tapping the filter. The baxter sales representative assisted the customer and advised that per the label instructions it states: use aseptic technique. Attach female adapter (1) to fluid source. Fill, invert, and tap filter (2) to purge air during priming. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event date was reported as "over the weekend". MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system extension set over infused while in use on a patient. During an infusion of levophed (norepinephrine bitartrate), the nurse observed the "filter had completely emptied in its entirety". There was no report of patient injury or medical intervention associated with this event. No additional information is available.